Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Gap of adhesive on the distal end could not be determined the event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning: 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Chapter 3 preparation and inspection, 3.2 inspection of the endoscope, 3.3 preparation and inspection of accessories and 3.4 attaching accessories to the endoscope¿ describes the following warning: 3. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities. 1. Confirm that the metal insert of the distal cover is intact (see figure 3.10). 2. Confirm that the distal cover¿s cap has not peeled off of the metal insert. 5. Confirm that there are no gaps between the distal end of the endoscope and the distal cover at the two positions indicated by the arrows in figure 3.19. 8. Confirm that the bottom end of the distal cover does not spread as shown by the arrows in figure 3.22, and that the white ring of the distal end is not covered by the distal cover as shown in figure 3.22. Stroke the distal cover with your fingers and pay attention that the distal cover is not put over the distal end as shown in figure 3.23. Otherwise, the distal cover may be damaged. When continuing the examination with the condition like mentioning above is confirmed, the distal cover may slip off the distal end during the examination. Replace the distal cover with a new one. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition, evaluation found the complaint was confirmed and the forceps elevator wire was cut. Also, evaluation found water tightness was lost due to a crack on the up/down knob, the connecting tube was wrinkled, the suction cylinder was shaved, the control unit was damaged, the bending section cover adhesive was cracked, the bending angle in the up direction and the play of the up/down knob was out of standard value due to wear of the angle wire, the adhesive around the light guide lens was peeled, the forceps channel port was shaved, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the forceps elevator wires of the evis lucera duodenovideoscope were cut or frayed. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the nozzle was clogged with foreign material and there was a gap between the plastic cover and distal end. The report is being submitted due to the failures found during evaluation.